Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0874 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had high blood glucose level of 100 mg/dl. Customer was treated with food. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for over delivering because customer had low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.